Manufacturer narrative:
The actual sample was received for evaluation. A visual inspection was performed which observed that the sample was in a plastic bag, all components are present except the tip protectors. A functional testing was performed which observed a bubbling on the back of the bag which indicates a leak. Additional inspection was performed which observed a needle-like hole in the back of the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an all-in-one container was leaking from the back of the bag. This was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.